Event description:
It was reported the clinician set up a y-site infusion of potassium, however never programmed it. Within ten (10) - fifteen (15) minutes the bag infused without channel being programmed. The clinician does not recall anything abnormal about the way the tubing was loaded. Clinician does not believe the tubing was clamped. There was patient involvement, however no patient harm.

Manufacturer narrative:
Investigation summary: the report of the free flow could not be confirmed or replicated, due to the suspect devices were not returned for this investigation; only the ail sensors assemblies were evaluated, and no additional event information was provided. Internal inspection observed both optical sensors (op1) were broken (B)(6). This finding is noted as incidental and it¿s not related to the reported free flow event. The inside of the assemblies was free of fluid ingress or corrosion. All inspected parts were manufactured by bd. A functional test was performed on the suspect air in line (ail) sensors received. The ail sensors received were installed to a known good dchu lab pump module for testing purposes. The suspect device was powered on. During the boot sequence, there were no irregularities observed. And no errors were displayed. During the test, the error code 242.4030 (motor stall failure) was displayed on both. A review of the logs could not be performed. The pump module, pcu or the system logs were not provided. The bd alaris system with guardrails suite mx (v 12.3.1), states the warnings and cautions to prevent a potential free-flow condition: ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Do not use an infusion module if it is damaged in any way or does not appear to be functioning as expected. Uncontrolled flow (free flow) can result in patient harm close to the roller clamp when the safety clamp is open. Otherwise, the bd alaris¿ pcu and bd alaris¿ pump module technical service manual states the response for the error code 242.4030 related to the motor/ encoder; it¿s the following: 1. Ensure that the motor connector is securely connected. 2. Replace the ail assemble (the motor encoder is part of this assembly). 3. Replace the motor controller board. 4. Replace the logic board. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported free flow event could not be determined. The complete suspect device was not returned for this investigation, only the ail sensors assemblies were evaluated, and no additional event information was provided. An inadequate manufacturing procedure (mp) may lead in the ail op1 infrared/encoder led hitting lvp camshaft encoder flags or motor assembly. As a result, the ail op1 infrared/encoder led would be impacted including solder joint integrity, microcracks or bending. As the lvp devices with such minor defects are used in the field, they may trigger system error 242.4030 when the solder joint become open and the op1 infrared/encoder led become flat 180° or fall off (missing). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.